Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 402283 - cobalt cement - 221710. 183622 - bearing - 586550. 183130 - femoral component - 231520. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found left knee revision due to tibial loosening. Tibia found grossly loose. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Approximately 4 years post implantation, the patient was revised due to tibial loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. A review of the available records identified the following: no complication during the initial surgery. The patient experienced pain and used an assistive device. An x-ray found that the tibial was loose and subsided. The operative noted the same. No other complication was noted. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported item and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.